Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the patient with unexpected refractive outcome in the left eye of a patient, after lasik surgery. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: system was successfully verified after the surgery date. Most recent technical site visit confirmed device met specifications as per service and installation record. Logfile review for the day of treatment shows all laser system functions were within specifications for the respective treatment. The system successfully passed all initialization steps. The logfile shows twelve successfully performed treatments on that day. The logfile shows that the reported treatment on left eye was performed successfully without interruptions. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. The root cause of the reported event was found to be unrelated to the device, as the performed treatment was based on inappropriate data per the provided clinical information. The manufacturer internal reference number is: (B)(4).